Event description:
It was reported that the customer was taken to the emergency room due to diabetic ketoacidosis, with a blood glucose reading of 321 mg/dl. It was also reported that the insulin pump alarmed motor error during the rewind process. The insulin pump was not exposed to high magnetic fields. Troubleshooting was not possible due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.